Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up receiving an altitude alarm. There was no impact to the customer's blood glucose level. Reportedly, there was a temporary delay in clearing the altitude alarm. The customer changed the cartridge and was able to resume insulin delivery.